Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 71 mg/dl. The customer was pushing the up button to enter carbs and hit act and the numbers started scrolling. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.